Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that while trying to assemble a t2 tibial nail on to the nail holding assembly, the nail holding bolt would not drop through the nail holding assembly so we could not attach the nail. When inspecting the assembly, there is a noticeable "etching" in the assembly canal where the bolt drops through prohibiting the screw from dropping completely down to its desired position. As a result, the surgeon chose to use a different vendor to complete the surgery. It was a primary surgery (orif tibia).

Manufacturer narrative:
The evaluation revealed the nail handle and nail holding screw (nhs) to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas. A hardness test according to (B)(4) revealed the hardness of the material of both items being within specified parameters. Significant fretting marks running over the whole circumference were visible on the outer surface of the shaft of the nail holding screw close to the beginning of the thread. Corresponding fretting marks running over the whole circumference were also visible inside the tube of the nail handle. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nail holding screw gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion. In combination with small tolerances it is possible that cold welding occurs. The appearance of the damage indicated that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw (surface coating was removed). No further actions were initiated. The returned nail holding screw was manufactured post to the change. The change does not prevent a user error due to oblique insertion. Although a real root cause could not be determined due to missing information the alleged event is most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that while trying to assemble a t2 tibial nail on to the nail holding assembly, the nail holding bolt would not drop through the nail holding assembly so we could not attach the nail. When inspecting the assembly, there is a noticeable "etching" in the assembly canal where the bolt drops through prohibiting the screw from dropping completely down to its desired position. As a result, the surgeon chose to use a different vendor to complete the surgery. It was a primary surgery (orif tibia).